Event description:
It was reported in an article that a pt had their device removed due to an infection surrounding the device. No further info regarding the infection was provided within the article regarding the infection, the pt, or the device with which the pt was implanted. Attempts for further info regarding the infection have been unsuccessful to date.